Manufacturer narrative:
MDR 3003442380-2026-08472 / initial 5 of 6. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the customer experienced adhesive issues involving six infusion sets, all of which fell off during use.